Event description:
It was reported that bd safetyglide had leakage at the luer. Verbatim: leaking at the connection point during azacitidine administration. Where some of the drug leaking out of the system. Per response: could you please confirm leakage occurred at luer lock of connector ? Yes the luer connection between the subcut and the c35 o connection. Kindly confirm if the subcut needle is a bd product? If yes, kindly provide material and batch details. Yes bd safetyglide lot not available. Have you confirmed that the connections were properly secured? Yes this was checked have you noticed any deformities on the luer part? No have you replaced the defective connector and successfully completed the medication procedure? Yes did a patient or a user had contact with the chemo substance? Yes, some leakage to pts skin, area immediately cleansed with saline. Was there any clinical consequence due to this incident? No, please see full description below. Administering s/cut azacitidine as ppp with correct equipment and leaking noted of cytotoxic material from between fastened subcut needle and optima connecter. All connections checked prior to administration. Able to disconnect and complete injection by replacing subcut needle. Some leakage to pts skin, area immediately cleansed with saline.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. A review of the applicable risk document indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
No additional information.